Manufacturer narrative:
G4:26nov2020 b4:(B)(6)2021 the field service engineer evaluated and confirmed the reported issue. The gas delivery system(gds) was replaced to resolved the issue. The unit is fully functional and has been returned to service g4:01apr2021 b4:(B)(6)2021 the gas delivery system (gds) assembly was returned for evaluation. The gds was tested and the component failure u1 on the air flow sensor pcba created the low leak-co2 rebreathing risk error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported error alarming low leak c02 rebreathing risk. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.